Manufacturer narrative:
Product technical complaint investigation result received on 21-dec-2015: ptc global number (B)(4). Batch number d31446. Final assessment: failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical event(s) is a known possible undesirable event and not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. In summary, there is no reason to suspect a causal relationship between lhe reported medical event(s) and a quality defect. Device breakage questionnaire received on 28-dec-2015: the patient's initials and age were updated (she was (B)(6)). The breakage was diagnosed during placement; inner coil of the insert broke. The instructions in the IFU were followed. Broken pieces were retrieved from uterus. No patient's injury (breakage could not have led to serious injury under less fortunate circumstances according to the reporter). The outcome of the events was recovered/resolved. No further information will be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 28-dec-2015 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, case report refers to a female patient who was involved in a reimbursement or compensation activity, study number: (B)(4) and had essure (fallopian tube occlusion insert) inserted. She experienced tubal spasm and essure broke during insertion. This event device breakage is non-serious and was considered anticipated upon receipt of the product technical analysis. During difficult insertion/removals, single cases have been reported of essure breakage. As the device breakage occurred during essure insertion, a causal relationship cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Based on the available information no product quality defect was confirmed.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a solicited case report received from a gynecologist/obstetrician in (B)(6) on 17-nov-2015 which refers to a female patient of unspecified age who was involved in a reimbursement or compensation activity, study number: (B)(4). Study description: essure generic reimbursement program. On (B)(6) 2015, essure (fallopian tube occlusion insert) was inserted with lot number d31446. On (B)(6) 2015 the patient experienced essure broke, tubal spasm, and complication of device insertion. It was reported that insertion failure due to tubal spasm, device breakage and anatomical reason (tortuous and stenosis of the fallopian tube). Bilateral placement was performed with another essure system. No further information available at the time of this report. Company causality comment: this medically confirmed, case report refers to a female patient who was involved in a reimbursement or compensation activity, study number: (B)(4) and had essure (fallopian tube occlusion insert) inserted. She experienced tubal spasm and essure broke during insertion. This event device breakage is non-serious and unlisted in the reference safety information for essure. During difficult insertion/removals, single cases have been reported of essure breakage. As the device breakage occurred during essure insertion, a causal relationship cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Further information and product technical analysis are being sought.